Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
The trial would not go on the handle while broaching for the stem.

Manufacturer narrative:
The trial would not go on the handle while broaching for the stem. Examination of the returned broach confirms the observation. The male post feature has been damaged causing material burrs to be present inhibiting proper use of the mating neck trial. The root cause is attributed to inadvertent use error. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.